Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged high blood glucose found on (B)(6) 2021. Insulin pump passed displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test, and displacement accuracy test. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked reservoir tube lip, pillowing keypad overlay, partially detached retainer. Insulin pump passed all testing and no anomalies were found. Unable to confirm high blood glucose. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the customer went through the 8 different sets. It was reported that the customer performed self test was passed. No harm requiring medical intervention was reported. The customer will discontinue the use of device.